Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of vertical lines in the system controller was confirmed via evaluation. A review of the log files contained data spanning approximately 4 days (14apr2024 ¿ 16apr2024, 07may2024 per timestamp). All of the captured data appeared to show the system controller operating as intended. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. Upon powering on the controller, a vertical white line was in the liquid crystal display (lcd) screen. The system controller underwent functional testing and passed without issue. The controller's lcd screen was replaced with a test lcd screen and the display issue resolved. The returned lcd screen was installed into a known working test system controller and the issue was reproduced, isolating the issue to the lcd screen. The reported event was determined to be due to an issue with the lcd screen; however, a further root cause for the lcd damage could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were no reports of any problems with the patient at the time of the exchange and the patient was using a system controller without vertical lines.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that due to vertical lines seen on the system controller, an exchange was scheduled.